Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician observed that a resolute integrity drug eluting stent was damaged attempting to cross a lesion . No patient injury was reported and the product was replaced with another resolute integrity drug eluting stent.

Manufacturer narrative:
Additional information: no stent deformation in vivo occurred as previously reported. The account confirms the event was a no cross. If information is provided in the future, a supplemental report will be issued.